Event description:
According to the reporter, during a colon resection with robot support, the intestinal tract was taken out from the umbilical incision, and the oral-side colon or proximal colon was resected with the preloaded stapler. The resection was completed without any problems, and the scrub nurse replaced the cartridge and handed it to the surgeon in order to perform resection of the anal-side colon or distal colon, but when the surgeon made an attempt to perform firing, the firing advanced a little and it stopped immediately. Unable to perform firing any further, and it was temporarily released. To resolve the issue, a new cartridge was used.

Manufacturer narrative:
D10. Concomitant products: gia80mts stapler gia80mts med thick tristp (lot n4l1606uy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the staple line was incomplete. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.